Manufacturer narrative:
A drager service engineer performed a device check and diagnosis on site on 07/02/2015. During the test on battery use the device shut down earlier than expected, if considering the displayed capacity. The device was able to continue operating on ac power. It was confirmed that the corresponding optical and acoustical "battery low" alarm has been posted in this situation. After opening the device it was found that one of the longer screws of the device was screwed down in the position for a shorter screw and had caused a short circuit on the "pcb batter charger" between two circuit paths. Photos and the device log have been sent to the MFR and the observed root cause was confirmed. Consequently the reported event was attributed to a service error of the hospitals biomed. The reported event is an individual case.

Event description:
It was reported: the pt was going to transfer and the nurse disconnected electric plug from the wall and ventilator was giving "int. Battery in use" alarm. After 5 minutes the oxylog stopped ventilation without giving an alarm. The hospitals engineer had done service to this oxylog 3000plus some time before.